Event description:
A peritoneal dialysis (pd) patient reported that a box of 6 cassettes were leaking. The patient had thrown out the box and cassettes. Upon follow up, it was determined the patient was able to complete treatment on the cycler the day of the reported event. There was no sample available for a physical evaluation. The fluid leak occurred when the patient was connected to the cycler on 6 cassettes. Upon follow up, the pd nurse reported that there was no change in the patient's status as it relates to the reported event. It is unknown which phase of treatment the leaks were discovered. It is also unknown exactly where on the cycler sets the leaks occurred. It is unknown if the cycler alarmed or the cause of the leaks. The cycler has been performing as intended since the reported incident.

Manufacturer narrative:
Additional information: a2, a4, b5. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that a box of 6 cassettes were leaking. The patient had thrown out the box and cassettes. Upon follow up, it was determined the patient was able to complete treatment on the cycler the day of the reported event. There was no sample available for a physical evaluation. The fluid leak occurred when the patient was connected to the cycler on 6 cassettes. Upon follow up, the pd nurse reported that there was no change in the patient's status as it relates to the reported event. It is unknown which phase of treatment the leaks were discovered. It is also unknown exactly where on the cycler sets the leaks occurred. It is unknown if the cycler alarmed or the cause of the leaks. The cycler has been performing as intended since the reported incident.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that a box of 6 cassettes were leaking. The patient had thrown out the box and cassettes. Upon follow up, it was determined the patient was able to complete treatment on the cycler the day of the reported event. There was no sample available for a physical evaluation. The fluid leak occurred when the patient was connected to the cycler on 6 cassettes. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.